Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported that his wife lost her insulin pump and she ended up hospitalized for a blood glucose exceeding 1300 mg/dl. The customer experienced sweatiness, disorientation, and beligerence as a result of her severe hyperglycemia; the customer's husband is unaware of how long the customer was not wearing the pump prior to hospitalization. The customer was in the ER and then was transferred to the ICU where her blood glucose was monitored every hour. No products were returned since the customer lost her pump and a replacement device was shipped to her.